Event description:
It was reported that the ilet user¿s caregiver stated the user ran out of insulin overnight while using the ilet, and a fingerstick blood glucose measured 376 mg/dl. They inquired about disconnecting to backup therapy and were advised to follow the ketone action plan to investigate if blood glucose remains above 300 mg/dl for 90 minutes. Symptoms included hyperglycemia accompanied by irritability and malaise. Outcomes included no hospitalization and no emergency care. Investigation included agent-led troubleshooting and education with instruction to continue ilet therapy per guidance and monitor per the ketone action plan. Investigation of this case revealed user not reverting to alternative therapy after depletion of insulin supply. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically running out of insulin leading to hyperglycemia.